Event description:
It was reported that technical services (ts) received a call from the hospital because the device was exhibiting intermittent loss of capture (loc) on the right ventricular (rv) lead. The patient presented to the hospital the night before with chest pain. Testing including isometrics, position changes and pocket manipulation, but the testing produced no noise, oversensing or impedance issues. Ts also saw undersensing occur after the field representative made programming changes the monday before, but noted that everything looked fine with device and rv lead, with nothing that would explain the loc. X-rays were taken, and everything looked fine. The physician contemplated replacing the rv lead and device, however the procedure had not yet occurred. The device and rv lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).